Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that she gave herself a maximum bolus amount with the insulin pump. The customer requested assistance in changing the maximum bolus amount and the call was disconnected. No further info was provided.